Manufacturer narrative:
Product analysis: as found condition: the apollo catheter was returned for analysis within a shipping box, a plastic bio-pouch, an opened apollo inner pouch (b516627), and a dispenser coil. Damage location details: no damages were found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter distal tip was found detached from the catheter. The detached tip was returned. No damages were found with the detached tip. Testing/analysis: the ldpe overlap was measured to be 1.5mm, which is within specification (1.0-2.5mm) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the preparation for an arteriovenous malformation embolization using an apollo microcatheter, the distal detachable area of the microcatheter was found to have fallen off. This issue was discovered after opening the normally sealed inner and outer packaging, where it was observed that the detachment area had fallen into the packaging bag. The procedure involved accessing the femoral artery, which had a diameter of 8 millimeters, using a 6f guide catheter and a synchro 10 guidewire. The vessel tortuosity was noted as normal. The catheter and accessory devices were prepared and flushed as indicated in the instructions for use (IFU). The broken segments of the catheter were located distally and will be returned for investigation. The package was not damaged and did not show any evidence of tampering. The apollo microcatheter was replaced with another manufacturer's product to complete the operation. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event. Ancillary devices: 6f guide catheter, synchro 10 guidewire.